Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a motor error and motor position encoder. The customer¿s blood glucose was unknown at the time of the incident. The customer that they had motor error and the pump detected a possible issue with the motor. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor position encoder error alarm due to motor error alarms.